Manufacturer narrative:
Additional information sections: h2, h6, h10. An event of dyspnea, hypoxic respiratory failure, severe mitral regurgitation, and "dehiscence of the prosthesis" was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 27mm epic stented mitral heart valve was implanted. On (B)(6) 2020, the patient presented to outside hospital with dyspnea and was found to be in hypoxic respiratory failure required intubation. The patient was subsequently transferred to the hospital. The valve was evaluated and it was determined that the valve had failed, further described as "dehiscence of the prosthesis, severe mitral valve regurgitation," and required replacement. The patient status was reported as unknown. Additional information was requested, however was unavailable.